Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted on (B)(6) 2009 along with concurrent cytoscopy due to symptomatic stress urinary incontinence. On (B)(6) 2009 patient underwent polypectomy of rectum with radical jaw-(sticker). (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/11/2016. Additional information: age at time of event, date of birth., other relevant history.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, dysuria, vaginal burning, mixed urinary incontinence and nocturia. It was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) due to refractory overactive bladder at (B)(6).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.